Event description:
It was reported that during a laparoscopic colectomy, the device would not fire, would not cut or staple. Another device was used to complete the case. There was no consequence to the patient.